Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, seroma-late and rupture was received on (B)(6) 2023, with lot number 2196293. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. ¿ rupture : no observed. Additional observations: ¿ crease fold observed on the device. ¿ deformation observed on the device. ¿ wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported right side capsular contracture baker grade IV, seroma late and rupture. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, seroma late and rupture. Device has been explanted.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture , capsular contracture, baker grade IV, and seroma - late. Visual analysis of the photos identified: rupture: not observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Physician reported right side capsular contracture baker grade IV, seroma late and rupture. Device has been explanted.